Event description:
It was reported that the pump began burning and melting. Reportedly, the pump was charging during the event. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.